Event description:
It was reported: "doctor sent an x-ray showing that the t2 scn end cap was out of the nail and in the patient's joint. The reporter is unaware if a revision is scheduled to happen".

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned and no other evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned and no other evidence was provided for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the device must be available in order to determine the exact root cause. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported: "doctor sent an x-ray showing that the t2 scn end cap was out of the nail and in the patient's joint. The reporter is unaware if a revision is scheduled to happen".